Event description:
It was reported that during implant procedure that the implantable cardioverter defibrillator (ICD) had low battery level out of box. The ICD was not used and the physician elected to complete the procedure with a different ICD. The patient condition was stable.

Manufacturer narrative:
The reported event of battery problem was not confirmed. Analysis of the device image showed the device had been programmed out of shipped settings on, or before (B)(6), 2020. Functional testing, which included pacing, sensing, impedance measurements, and high voltage output testing, was performed and the device showed normal function. A longevity estimate was performed and showed normal battery depletion had occurred.